Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd more medication than intended. At an unspecified time, the device was programmed to deliver primaxin 250 mg/100 ml, at a rate of 200 ml//hr, with a vtbi (volume to be infused) of 100 ml, and the delivery was started. No further programming parameters were provided. After approx less than a min, it was reported the container was empty; however, the display indicated 3 ml had been delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided, including when the device was removed from clinical service.